Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis.

Event description:
It was reported that during a proctectomy procedure, the tip of the instrument suddenly broke. The device was replaced for another one and the surgery was finished without problems and no consequences for the patient.